Event description:
It was reported that the ventilator's support arm was broken at joint. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the in service report, the replacement of the support arm solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The support arm serves to relieve the patient from the weight of the tubing system. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective support arm. The UDI information is not available since the device was manufactured before 2015.